Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a no delivery alarm. The customer's blood glucose level was 145 mg/dl at the time of the incident. The customer stated that they did a complete set change, with the current set, they had to manually push the insulin out of the tubing but they were not able to prime it. It was reported that in the 5.0 unit fixed prime, the insulin did not exit. It was reported that the with the help of plunger, the customer pushed the insulin slowly through the tubing and the insulin could exit the tubing. The customer reported that the insulin does not exit the tubing with the manual prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm, prime or fill anomaly due to compromised force sensor system alarm.